Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was unable to be turned on. Tandem technical support instructed the customer to connect the pump to a power source. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.